Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The remaining battery status during the routine follow-up illustrated an estimated longevity of seven years, while the previous estimated longevity, approximately 10 months earlier, showed 11 years. The patient is to be enrolled in the latitude remote monitoring system for continued device reviews. No intervention required at this time. The device remains implanted and in service. Subsequently, the device was explanted and intended to be returned for laboratory analysis. No procedural adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The remaining battery status during the routine follow-up illustrated an estimated longevity of seven years, while the previous estimated longevity, approximately 10 months earlier, showed 11 years. The patient is to be enrolled in the latitude remote monitoring system for continued device reviews. No intervention required at this time. The device remains implanted and in service.